Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred. The lesion being treated was a moderately calcified, 70% stenotic lesion, 4cm in length. There were two lesions ¿ a proximal lesion and a distal lesion located in the proximal third of the at artery which was non-tortuous. The reference vessel diameter was approximately 3mm. The physician used a 6f introducer sheath from an antegrade approach to cross the target lesion. He performed two runs at low speed (30 seconds each), two runs at medium speed (30 seconds each), and one run in the proximal lesion at high speed (30 seconds). He took multiple angiograms and the vessel was intact. After the previous runs at low and medium speeds through both lesions, he decided to run one pass in each lesion at high speed. After the initial pass, he attempted to advance the oad to the distal lesion, but the device would not pass. He removed the device and performed an angiogram and a perforation was noted. He deployed a pta balloon for a few minutes, but the perforation did not resolve. The physician then decided to convert to an open procedure to repair the perforation. Additional information has been requested regarding this event.

Manufacturer narrative:
(B)(4).